Event description:
It was reported that during a prostate procedure, at 102630 joules, the end of the laser fiber blew out. The procedure was completed with the use of a second fiber. "No injury to patient" reported. Gland volume: 30 ml.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model # 0010-2400; lot # 346a; serial # 2805: the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits severe contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.